Manufacturer narrative:
(B) (4). (B) (4). Device #1: part #12673-03, lot #unk is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device #2 issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no sutures were present on the needles. The device was removed over a guide wire and a second proglide was used with the same results. The device was removed and a third proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no add'l info was provided.